Manufacturer narrative:
No unexpected button error alarms were noted from the insulin pump. The pump was received with intermittent button response on the act button due to corroded keypad traces. The pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 88 mg/dl. The customer stated that the escape button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.